Event description:
It was reported that the pump touch screen was shattered and unresponsive. Reportedly, the reason for the shattered screen was unknown. The customer's blood glucose was 479 mg/dl. Customer confirmed that an alternate method of insulin delivery was available.